Event description:
Per the audiologist, the pt received a blow to the implanted side of his head in 2007. The pt has been unable to hear with his cochlear implant system since the incident. An x-ray done on the same day, showed normal position of the electrode array. Results of an integrity test performed the following month, showed that the device was not functioning. Explant/reimplant surgery had not been recommended but has not been scheduled.

Manufacturer narrative:
.